Event description:
A customer reported that an ophthalmic system turned off during the surgery. The procedure and patient harm details were not provided. Additional information has been requested and none received till date.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The host was replaced to address the issue. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported event is attributed to the nonconforming host. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was able to replicate the reported event. The nonconforming motherboard within the host module was replaced to address the issue. The module was returned for testing. The system was tested and found to meet product specifications. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The host module was received for testing on this investigation. A visual assessment of the returned sample revealed no obvious non-conformities. The voltage of the cpu (central processing unit) battery was measured and found to be sufficient. The module was installed into a calibrated system to be turned off and on several times. The system could not restart intermittently. The original hard drive was replaced with a known functioning hard drive, for the system to be turned off and on several times again. The system again could not restart intermittently, eliminating a possible hard drive issue. An ate test was performed. The ate test failed at the ¿+3.3v¿ test. The motherboard was determined to be nonconforming. The root cause of the reported event is attributed to a nonconforming motherboard within the host module. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).